Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the hcp had asked about compatibility with a therapy that was used to treat overactive bladder and the caller indicated that the patient was not getting the full effect from the therapy. The hcp later reported the patient began to experience the lack of therapy in (B)(6) 2014, clarifying that the lack of therapy included: recurrent/unchanged frequency every hour, nocturia five times a night and urinary urgency. The cause of the lack of therapy was that urodynamics showed detrusor overactivity and incomplete sudden emptying. Troubleshooting performed included the device programs were changed and trialed with no improvement in overactive bladder symptoms. Actions and interventions included the therapy settings were changed and all four programs had been tried.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.